Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a fenestrated bipolar forceps instrument as a discrepant RMA. There was no alleged malfunction reported against this instrument. Although there is no claim against the product, an investigation was completed to determine the cause of the RMA. The fenestrated bipolar forceps instrument was analyzed and it was found to have a frayed grip cable at the grip hub, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. There was no complaint against the instrument to assess the effect of its failure. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.